Event description:
Field had been treated without a wedge on a co-60 unit. Subsequently field b was transferred to a linear accelerator and a wedge was added to this field. Before first treatment with line w/accelerator, the current references showed a blank for wedge mu but it was visible on the edit field screen. First treatment on line w/accelerator was accomplished successfully. After first treatment current reference showed "o" for wedge mu although wedge mu was delivered. At second treatment on the line w/accelerator, no setup for wedge was displayed (which was incorrect); total dose was delivered without wedge, but dose accumulation was wrong as if the original dose without wedge had been given.